Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) device not returned.

Event description:
It was reported that the suction catheter broke during use. The vent started to alarm and auto-cycling. The clinicians attempted to troubleshoot the issue by changing the vent circuits, the ventilator, and ultimately the endotracheal tube. They did not realize the issue was with the closed suction catheter until a visual inspection of the catheter itself. It was determined that the thumb valve spring had broken away from the white housing. Currently patient has returned to baseline without any further issues.

Manufacturer narrative:
The device history record for the lot number m5194t508 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The position of the thumb valve appeared to be fully upright (unlocked, closed position). After the valve was depressed and released, the valve returned to the full upright position. The sample was then attached to the mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue dye and suctioning did not occur. When the thumb valve was fully depressed suctioning increased. The thumb valve turned 90 degrees and the suctioning did not occur. Suctioning did not occur when the valve was placed in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).